Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the patient was readmitted for arterial bleeding following a pedunculated polypectomy and clipping procedure in the sigmoid colon. After readmission, additional clips were applied; however, bleeding persisted and ligation around the clips was required. Therefore, a single-use ligating device was used during a subsequent procedure to achieve hemostasis. During this procedure, after tightening the loop around the target tissue, the slider could no longer move forward to release the loop. The clinician had to disassemble the handle to expose the wire, then push the wire directly forward to release loop. The procedure was completed using the same device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h2, h3, h6, h7, h9, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. The device evaluation found the handle section was destroyed, and the insertion portion had been separated from the handle section, the loop was not attached to the distal end of the insertion portion, and the loop was not returned. A root cause could not be identified. Based on the results of the investigation, it is likely the reported event was caused by the following: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle -meandering state of the scope tube -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit (even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.